Event description:
The customer reported that the images were not being saved. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and vcsi board were replaced. The system was then found to be operating as intended.